Manufacturer narrative:
(B)(4). Investigation summary: control results were reported to be in range. A field service representative (fsr) visually inspected the c8000 and found 3 areas needing attention. The fsr found loose fitting tubing connections on the r1 probe and the sample probe, and the r1 mixer alignment was poor. The fsr replaced the loose tubing, and aligned the r1 mixer. The fsr performed flush fluids 3 times, ran daily maintenance, and observed the c8000 performance. The fsr documented the c8000 operation was all acceptable. The customer ran control runs, and precision runs for several assays on the c8000 and noted good precision was obtained. The architect c8000 system operation manual contains adequate information on the probable causes and corrective actions for erratic results. The probable causes listed include probe tubing connections are loose or leaking, and mixer malfunction. Package inserts for the products were found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. A review of service history found no additional unresolved incidents of architect c8000 (B)(4) generating erratic results due to instrument issues have been documented since the fsr aligned the r1 mixer, and replaced the r1 probe and sample probe tubing. Tracking and trending review of documentation for the c8000 analyzer did not identify any adverse trends. A malfunction of the architect c8000 was identified. Investigation indicated erratic patient results were most likely caused by malfunctioning loose probe tubing and a misaligned mixer. The actual cause of the erratic result generation could not be determined with the available information. The architect c8000 has not generated erratic results due to instrument issues since the fsr aligned the r1 mixer, and replaced the r1 probe and sample probe tubing. Based on the available information and this evaluation, no deficiency was identified for the architect c8000 processing module list no. 01g06-01 related to the issue under investigation. This is the final report.

Event description:
The customer states that they have observed patient results generated using the architect c8000 analyzer that were inconsistent when comparing the initial result with the repeated results. The customer provided the following patient's data. Initial sodium result: 102.0 mmol/l (meq/l) and repeated 144 mmol/l (meq/l). Results were reported out of the lab, corrected reports sent out with no adverse impact to patient management reported related to these issues.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.